Event description:
It was reported that post implant a (B)(4) adjustable gastric band, the band/balloon fissure and leakage. It is unknown if the band has been explanted. The patient has an increase in weight. It is unknown if another band will implanted or another surgical weight loss procedure will be performed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).